Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the device also exhibited air bubbles in the tubing that extends across the top of the cassette. Per reporter residual volume was: 41.9 ml, rate 2.2 ml.hr and 58.10 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).